Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgical procedure. Bleeding is a known, inherit risk or surgery.

Event description:
The surgeon was performing a right side si joint arthrodesis on the patient in (B)(6) 2021 when he encountered significant bleeding after the drilling step before installing the final implant. An interventional radiology physician placed a coil to embolize a branch of the gluteal artery that stopped the bleeding. It is not known if the patient received a blood transfusion or not. Per report of the physician via the sales rep, the patient suffered no permanent injury. The right side si joint arthrodesis was completed with the installation of three implants. This is a low frequency, low rate of occurrence complaint. The incident is related to the surgical procedure, not the implants.